Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 11 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the "bolus" of a ng [nasogastric] tube came off in the patient. The tube was placed approximately 2 months. Additional information was requested regarding what was referred to as the "bolus." Additional information was received 30-aug-2019. The bolus, or weighted tip, broke off of the ng tube inside of the patient and was retained. Patient excreted the retained portion through the gi [gastrointestinal] tract. Physician decided to allow retained portion to pass through gi tract instead of retrieving.